Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent enterocele hernia sac excision, enterocele hernia sac repair, cystoscopy and prolift was aborted secondary to incidental cystotomy. It was reported that on (B)(6) 2011, the patient underwent tvt-o and prolift procedure was aborted. It was reported that the patient underwent bladder repair on (B)(6) 2011 due to bladder injury.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, rectocele, antrocele, cystocele, and sui. It was also reported that client that patient underwent a mesh revision on (B)(6) 2012.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.